Event description:
The customer reported to beckman coulter, inc. (Bci) that erroneously high accutni (troponin) results were obtained on their access 2 immunoassay system and the results were within normal ranges after the samples were re-analyzed after re-centrifugation. Prior to the event, the level 1 qc (quality control) run passed and the level 3 qc run failed initially but upon rerun was within the laboratory's established ranges. Following the event, the customer ran the qc and system check runs again, found that they were failing and then requested service for the instrument. No erroneous patient results were reported out of the laboratory since the results did not match previous troponin results for the patients and were not consistent with the clinical ranges. The customer provided 2 samples of patient data (original and repeated results) by facsimile. Since no results were reported out of the laboratory, there was no death, injury or impact to patient treatment associated with this event.

Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site on (B)(4) 2009 and upon inspection of the instrument found that one aspirate probe tubing was disconnected. The tubing had been looped over the gantry motor. If the aspirate tubing was not aspirating the wash buffer correctly, then unbound particles would not be removed and over-recovery resulting in elevated troponin results could occur. The fse cleaned the wash station due to build-up of wash buffer from the disconnected tubing and cleaned all aspirate and dispense probes and the gantry guide rail. The fse then performed a hardware verification, a system check and a 20-replicate precision run which passed. The instrument's performance was verified. The root cause of the problem was determined to be the disconnected aspirate probe tubing due to misrouting of the tubing over the gantry motor. This reportable event was identified during a retrospective review of complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site on (B)(4) 2009 and upon inspection of the instrument found that one aspirate probe tubing was disconnected. The tubing had been looped over the gantry motor. If the aspirate tubing was not aspirating the wash buffer correctly, then unbound particles would not be removed and over-recovery resulting in elevated troponin results could occur. The fse cleaned the wash station due to build-up of wash buffer from the disconnected tubing and cleaned all aspirate and dispense probes and the gantry guide rail. The fse then performed a hardware verification, a system check and a 20-replicate precision run which passed. The instrument's performance was verified. The root cause of the problem was determined to be the disconnected aspirate probe tubing due to misrouting of the tubing over the gantry motor. This reportable event was identified during a retrospective review of complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer reported to beckman coulter, inc. (Bci) that erroneously high accutni (troponin) results were obtained on their access 2 immunoassay system and the results were within normal ranges after the samples were re-analyzed after re-centrifugation. Prior to the event, the level 1 qc (quality control) run passed and the level 3 qc run failed initially but upon rerun was within the laboratory's established ranges. Following the event, the customer ran the qc and system check runs again, found that they were failing and then requested service for the instrument. No erroneous patient results were reported out of the laboratory since the results did not match previous troponin results for the patients and were not consistent with the clinical ranges. The customer provided 2 samples of patient data (original and repeated results) by facsimile. Since no results were reported out of the laboratory, there was no death, injury or impact to patient treatment associated with this event.